Event description:
Spontaneous communication. Patient reported pump shut off early in infusion process, no beep or anything. Medication stopped flowing. Message said infusion completed. This happened once prior about two times ago. Nurse had to restart pump to get it back started both times. Same pump in both instances, but pt was able to finish infusing. It took an hour longer. Pump was sent back in (B)(6) 2022. Fault occured while in use with the patient. There was no clinical injury to pt. Malfunctioned pump will be returned to investigate and replaced. Pt was able to complete infusion with no other concerns. Unknown start date. Indication: chronic inflammatory demyelinating polyneuritis. (B)(6) by: patient/caregiver.